Event description:
A respiratory therapist from the home healthcare company reported that, "vent shut down on a pt with an alarm." On 8/13/07, additional information provided by the pt's respiratory therapist stated, "that no alarm was heard and the vent inop led was not lit. The pt does not use the vent full time and can breath some on her own so there was no pt harm."